Manufacturer narrative:
(B)(4). The issue will be investigated by manufacturing site. Please note that hled device is not sold in us, however we report the issue as the device involved is similar to the powerled device which is sold in us.

Event description:
On (B)(6) 2018 maquet (B)(4) became aware of an incident with one of surgical lights- hled. As it was stated, during preparation before surgery, spring arms hit the bumper resulting that the cover fell off into the clean area. There was no injury reported however we decided to report the issue in abundance of caution. (B)(4).

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). Maquet (B)(4) became aware of an incident with a surgical light hled device. As it was stated, during preparation before surgery, spring arms hit the bumper resulting that it fell off into the clean area. There was no injury reported however we decided to report the issue in abundance of caution. The bumper is used to cover the bottom of the main tube and access to cables inside the surgical light. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. At the time when the event occurred the device was not being used for patient treatment. During the investigation it was found that the reported scenario has never lead to serious injury or worse, to death. As per performed tests the root cause of falling bumper is likely caused by several violent collisions with the cupolas, this happens while the user is not being careful with moving the device arms and lights. The product user manual 01601en ed. 07 on page 11 includes an information that the safety and integrity of the operation of the product are guaranteed only if all inspection, maintenance and repair operations are performed by a maquet-trained engineer. Taking under consideration the fact that the customer never provided a preventive maintenance to the device and the fact that the hospital is recognizing the issue being caused by their inappropriate handling the root cause in the incident investigated herein is a user error. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). Investigation has been performed by manufacturing site. The root cause of the issue needs to be confirmed.

Event description:
Manufacturer reference number (B)(4).